Event description:
According to the available information the device was explanted and replaced due to failure of the device.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information the device was explanted and replaced due to failure of the device.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the inlet tube of the pump. This is a site of leakage. See attached photo. A failure of the pump fill, back pressure, inlet valve and deflate valve tests were noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. Abrasion was noted on both exhaust tubes of cylinder 1 and cylinder 2. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Partial separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 1. These were not sites of leakage. No functional abnormalities were noted with cylinder 1. Partial separations, surrounded by abrasion, were noted on the inlet tube of the reservoir. These were not sites of leakage. A separation was noted on the bladder of reservoir. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the inlet tube of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 and on the bladder of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. These separations are not associated with the cause for failure. Review of the returned pump was conducted. During this review, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the pump fill, back pressure, inlet valve and deflate valve tests. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of these tests were not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.